Event description:
(B)(4). It was reported that the mmp200 equipment boom end cap is loose. All four tabs on the cover are allegedly broken. The cover did not fall. There was no reported pt involvement and no adverse consequences reported.

Manufacturer narrative:
There was no reported pt involvement, therefore no pt data exists. There is not expiration date for this product. The actual device was evaluated in the field on (B)(4) 2011. Eval summary: a field service rep visited the account on (B)(4) 2011 and verified that the end cap had broken. He replaced the broken end cap and installed a new end cap. It is believed that the end cap cover became broken as a result of users running the boom into a lower part of the ceiling causing the damage. This is not a single use device.